Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 had failed intermittently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 had failed intermittently. The field service engineer (fse) reset all row board cables to resolve the issue where some rows were not being detected by the system in drawer 3. No parts were required to restore functionality. The customer had reported delays in dispensing medication until the issue was resolved. Diagnostic testing was performed, and all functions were confirmed to be operating properly. The system functioned as intended after field service engineer repaired the device.